Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below lower limit) has been confirmed. Upon investigation, the monitor delivered low-energy pulses. The cause for the failure was isolated to an out of tolerance r56 resistor. The root cause for the out of tolerance r56 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it delivered a pulse below the lower limit during testing.